Manufacturer narrative:
(B)(4). The device is not available for evaluation. The lot number was not provided. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No adverse complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
As reported by a patient, she had an eye infection in association with contact lens wear. She also reported that the contact lens dissolved in her eye and almost made her "eye blind". As reported by the patient on (B)(6) 2014, she reported that the color of the contact lens for her right eye was coming out of the contact lens. She reported that the right eye began to burn and the color was coming off of the contact lens onto her skin. She reported that it was difficult to take the contact lens off of her eye. While attempting to remove the contact lens, the eye was scratched. She went to the emergency room and was admitted into the hospital for a week and four days. She was treated with intravenous antibiotics. The patient reported she had photophobia for about month. She also reported that her visual acuity decreased. The issue is resolving and the scratch on the eye is healing. She was told discontinue contact lens wear and wear sunglasses in the light. Additional information has been requested but has not yet been received.